Event description:
Caller reported that a malfunction occurred on the pump, specifically identified as malfunction code 16-0x20e6. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. In response, technical support advised reverting to multiple daily injections to ensure insulin delivery continued, organized the shipment of a replacement pump with updated software, and provided instructions for returning the defective pump. The caller understood and acknowledged all instructions, and support confirmed the customer's shipping address for the new pump.